Event description:
A report was received that the pt's precision leads and extensions were removed, due to subcutaneous infection. The pt was prescribed amoxicillin and linezolid for the infection.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for eval.